Manufacturer narrative:
Calibration signals for e411 serial number (B)(6) were acceptable. Calibration signals for the other e411 analyzer (serial number (B)(6)) were lower than the signals on serial number (B)(6). Calibration signals directly impact results for patient samples and qc. Qc results for e411 serial number (B)(6) were within range with a trend towards lower values. Only one set of qc results was provided for the other e411 analyzer (serial number (B)(6)) and the results were higher. No pre-analytical data was provided. Customer maintenance was acceptable. No instrument performance testing data was provided. A general reagent issue was not identified. Based on the limited information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4).

Event description:
The initial reporter questioned low results for multiple patient samples tested for elecsys estradiol iii (estradiol iii) on a cobas e 411 immunoassay analyzer. Nineteen patient samples were repeated on a different e411 analyzer and the results for 1 patient sample were discrepant. The initial result from the e411 analyzer in question was 18 pg/ml. On (B)(6) 2021 the repeat from the different e411 analyzer was 38.28 pg/ml. No questionable results were reported outside of the laboratory. The estradiol iii reagent lot number was 50390105 with an expiration date of 31-oct-2021.